Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the device does not have any visual defects. The sheath tip did not present any abnormal condition. No bends or kinks noted in both dilator and sheath. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a laser ureteroscopy of stone procedure performed on (B)(6) 2017. According to the complainant, during procedure, the outer sheath was noted to be sharper than usual causing ureteric damage upon insertion of the device. The patient will need longer stenting due to this event. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a laser ureteroscopy of stone procedure performed on (B)(6)2017. According to the complainant, during procedure, the outer sheath was noted to be sharper than usual causing ureteric damage upon insertion of the device. The patient will need longer stenting due to this event. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.